Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had undergone a pocket washout to get rid of infected tissue. Additional information indicates that the patient also had wound dehiscence. There were no additional adverse patient effects reported. The rv lead remains in service.